Event description:
It was reported that the patient presented with pain. The surgeon proceeded with the removal of ceramic liner and head and placed an x3 liner and metal 36 head.

Manufacturer narrative:
In addition to the insert, an alumina c-taper head 36mm/+5, cat # 17-3605e, lot unknown was also reported. It cannot be determined which, if either of these devices may have caused or contributed to the patient's experience. No further information would be provided as per the hospital's protocol. It was also noted that the devices were returned to the patient. Should additional information become available, it will be provided in a supplemental report.